Manufacturer narrative:
On (B)(6) 2024, the patient's spouse provided follow-up information regarding the event. The cyst on the back of the patient's neck had begun to drain again, with the drainage exhibiting malodor. This prompted another visit to the emergency room for evaluation on the same day. According to the spouse, the patient has experienced recurring cysts in the same location over the years. The spouse also reported that the patient temporarily discontinued therapy on (B)(6) 2024, due to an unrelated event. On (B)(6) 2024, the patient additionally mentioned that surgical intervention might be required and stated that a dermatology appointment was scheduled for (B)(6) 2025. It was noted that optune gio therapy would be resumed once the cyst had healed.

Manufacturer narrative:
Novocure opinion is that contribution of the array placement to the skin lesion cannot be ruled out. Skin lesion is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 67-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2023, discontinued on (B)(6) 2024, and restarted on (B)(6) 2024. On (B)(6) 2024, novocure was notified that the patient presented with a skin lesion, identified as a cyst located on the back of the neck. It was reported that the placement of the transducer arrays was low, which initially exacerbated the condition. The patient was evaluated by the healthcare provider (hcp) on (B)(6) 2024, and was prescribed unspecified antibiotics. Subsequently, the patient visited the emergency room, where an incision and drainage procedure was performed. It was reported that the cyst was draining, and the patient continued with optune gio therapy. The prescribing physician was contacted for additional information without reply.